Event description:
Reporter alleged blood glucose measured a reading of "hi" at 10:52 pm back to back with a reading of 100 mg/dl performed at 10:54 pm. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.